Event description:
The customer reported fuses were blown and system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit board and blown fuses. The system operates as intended.